Event description:
Lead out of package had rubber around tip. Rubber removed, lead placed with sensing & capture difficulties, unacceptable thresholds. Also, lack of signal to analyzer. 1/9/02 addt'l info rec'd that tr spacer was located on top of tines w/part of the spacer on the end of the lead out of package (tr spacer is what is previously noted as rubber).